Event description:
Per the clinic, the patient developed a keloid at the abutment site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025 in order to excise the keloid and remove the abutment.